Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2; -10.50/0.5/087 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od). The surgeon reports "significant postoperative vaulting". Lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
B5 - patient also experienced "relatively small ac"; narrow angle; pigment on icl - should have been included on initial medwatch report. H6 - health effect clinical code: 4581 - small ac, narrow angle, pigment on icl. Claim#: (B)(4).